Manufacturer narrative:
The referenced device explant due to recovery of the patient¿s cardiac function was previously reported under MFR report # 2916596-2017-02583. The explanted device was not returned for evaluation. A direct correlation between the device and the reported events could not be conclusively established through this evaluation. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The left ventricular assist device was explanted on (B)(6) 2017 due to recovery of the patient¿s cardiac function; however, to this date the pump has not been returned.

Manufacturer narrative:
(B)(4). Approximate age of device - 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted with elevated lactate dehydrogenase to the 600 u/l range. Heparin was initiated, and then a bivalirudin infusion for pump thrombosis. The patient had not exhibited any other signs or symptoms of pump thrombosis. On (B)(6) 2017, the ldh was reported at 635 u/l. A log file reviewed by the manufacturer¿s technical service representative confirmed no unusual events captured within the log. No additional information was provided.